Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 05/16/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation became damaged during insertion into the trocar. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received for evaluation. Visual examination found the clear insulation was damaged, confirming the customers report. Because of the damaged insulation, the device did not pass specifications for hipot testing. A review of the device history records could not be performed, because a lot number is not available. Damage of this type is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device. The customer also reported the damage occurred from the trocar. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded.